Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "system fault 36," "system fault 37," and "defib fault 84, "defib fault 80" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty integrated circuit on the system board.